Event description:
The radpro digital mobile radiographic/fluoroscopic system reported not to stay turned on. The system was serviced by biomed who found that the harness for the batteries burnt out. A new charger harness installed and tested on the unit. The unit was operational.